Event description:
The customer reported that the ventilator alarmed and restarted while in use on a patient. The customer reported there was no patient harm. The manufacturer's service technician confirmed a diagnostic code in the ventilator log history that indicated a +24 volt failure occurrence, and reported the unit's backup battery was depleted and would not power the ventilator. Upon evaluation the service technician reported the ventilator power supply would not charge the backup battery. The service technician replaced the power supply and backup battery to correct the findings. Extended self testing (est) and performance verification testing was completed and all tests passed per operating specifications.